Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the remote display for the central nurse's station (cns) would not hold the resolution setting when trying to create a mirror image. Every attempt made to connect a kvm to the dvi cable ended with a resolution error that would not allow the cns software to launch, and eventually led to corruption of the hard drives, disabling the cns. No patient harm was reported. Investigation summary: the reported issue of the monitor screen issue could not be confirmed or duplicated by nihon kohden technical support (nk ts). As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was advised to order nk approved keyboard, video, mouse (kvm) switches. The customer stated they were going to order new cables for their 3rd party kvm before ordering new kvms. The customer later reported they were no longer going to continue with setting up a remote display for the cns and have decided to use rns devices for that purpose. A possible root cause is likely related to the use of a 3rd part product. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 05/17/2021 emailed customer for all items under the no information section above. No reply was received. Attempt #2 05/25/2021 emailed customer for all items under the no information section above. No reply was received. Attempt #3 05/27/2021 emailed customer for all items under the no information section above. The customer responded with complaint details, but the patient and additional device information was not provided.

Event description:
The biomedical engineer (bme) reported that the remote display for the central nurse's station (cns) would not hold the resolution setting when trying to create a mirror image. Every attempt made to connect a kvm to the dvi cable ended with a resolution error that would not allow the cns software to launch, and eventually led to corruption of the hard drives, disabling the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the remote display of the central nurse's station (cns) will not hold the resolution. They were trying to create a mirror image, but every attempt they made to connect a kvm to the dvi cable ended with a resolution error that would not allow the software to launch. Their last attempt to do so ended with a software corruption of the hard drives that disabled the cns and required a loaner to be brought in. Their unit needed to be sent out for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the remote display of the central nurse's station (cns) will not hold the resolution. They were trying to create a mirror image, but every attempt they made to connect a kvm to the dvi cable ended with a resolution error that would not allow the software to launch. Their last attempt to do so ended with a software corruption of the hard drives that disabled the cns and required a loaner to be brought in. Their unit needed to be sent out for repair. No patient harm was reported.